Event description:
IV pump set at 240ml/hour. Pump found alarming. Heparin was ordered at 13 ml/hour. Nursing student unfamiliar with pump. Patient monitored. No injury. Information on total amount of heparin dispensed not available. Patient was receiving anticoagulant therapy awaiting cardiac bypass. Medication error resulting in increased monitoring of patient labs until returned to normal.